Event description:
The patient presented to mid (B)(6) for a scheduled c5-7 laminectomy with posterolateral instrumented fusion for treatment of pseudoarthrosis of the cervical spine. The patient was taken into the operating room and endotracheal intubation was performed without issue. The patient was turned prone. The head was then placed in a mayfield skull clamp. Shortly after the clamp was in place a scalp laceration was observed and repaired with a nylon suture. The patient's surgery was completed and had an uneventful post-operative course. The patient was discharged to home four days post procedure. Manufacturer response for mayfield series 2 skull clamp, integra mayfield skull clamp (per site reporter). None yet.